Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff alleged that the fenestrated bipolar forceps instrument had a wire sticking out of the jaws. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged complaint that the instrument had a wire sticking out of the jaws. The pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was missing in clevis. Electrical continuity testing of the instrument passed. Engineering evaluation also found indentations and scratches on the distal pulley. In addition, engineering evaluation found scratches on the instrument's main tube. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering evaluation concluded that the scratches might have been due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable and main tube scratch issues if to recur could cause or contribute to an adverse event.